Manufacturer narrative:
B5. Corrected event description, supplemental #1 report: inadvertently left out details on further analysis

Event description:
Further analysis was performed confirming that the gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets.

Event description:
Internal investigation identified that the root cause for the unexpected resets that occurred are confirmed to be due to a firmware bug which can occur in rare cases where firmware can attempt to access locked memory. A device that has encountered this particular reset once is unlikely to experience it a second time no other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a programming database review, it was noticed that this patient's generator experienced an unexpected reset error code 6. Therapy was able to be re-enabled at next clinic visit and has been functioning normally since. DHR review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. The generator was confirmed to have been manufacturer with the new gc5 firmware. Internal data from the generator was received and reviewed. No other relevant information has been received to date.